Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had his stimulation off for his cancer treatment (unrelated) and he received an informational power on reset (por). It was reported that the patient¿s radiation treatment could be related to the issue. Patient services instructed the patient on how to clear the por and the issue resolved. No symptoms related to the issue were reported. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.